Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the no image output and b30 error was due to the defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a b30 error code when using the evis exera iii video system center; the same error occurred when connecting to several 190 endoscopes. The issue was found at preparation for use and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective printed circuit board. No image output from the composite was also found due to the defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.